Event description:
The customer reported to philips healthcare that the hearstart mrx displayed a "red x status log: charge/shock". There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.